Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. Imaging confirmed the lead had migrated. As a result, surgical intervention was undertaken where the lead was explanted and replaced. Issue resolved.